Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) no anomalies found.

Event description:
It was reported that after an ablation procedure, the device was interrogated, and returned an error code and prompted for an automated guided restore. The restore was performed and communication with the device was re-established. The device then indicated a "depleted" battery status, with a battery impedance of 3.9 kohms. The device still showed a depleted status the next day. The device was replaced. No patient complications have been reported as a result of this event.